Event description:
As reported by the end user, during a procedure, air entered into the fluid management system via the connection of the 12cc contract control syringe and the 3 valve manifold. Although the air was not injected into the pt, the pt did complain of chest pains. Pt was given oxygen, and is now fine.

Manufacturer narrative:
Returned for eval was one 12cc contrast control syringe with rotating adaptor and one 3 valved manifold. Visual inspection of the returned syringe noted no damage. Visual inspection of the manifold noted a large crack and stress cracks on the proximal manifold female luer lock. Damage observed is consistent with previously viewed samples of over tightened connections. The direction for use supplied with this upn contains a statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur." A review of the 2008 co's complaint report for the syringe family and "air bubble" failure mode did not reveal any adverse trend. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.